Event description:
The patient reported experiencing inaccurate low results with a fasttake meter. The blood glucose results were 85 on patient's meter and 166 from the lab. These tests were done within 10 minutes with a difference of 49%. The patient did not experience any adverse event. No further information has been reported.